Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem system error 105 was not confirmed through the event history log review. There were zero system error 105 alarms in the history log; however, there were system error 345 alarms on the final days of customer use. It was determined that the customer likely intended to report a system error 345. Evaluation observed a system error 345 during testing. The device was found out of specification in relation to the system error 345 alarms, which were found to be caused by a failed downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error) alarm. There was no patient involvement. No additional information is available.